Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges sustaining injuries and an allergic reaction to latex gloves.